Manufacturer narrative:
Patient's date of birth not provided/unknown. Patient's weight not provided/unknown. Device brand name unknown. Device product code unknown. Device catalog number and lot number not provided/unknown.

Event description:
It was reported that an unknown abutment screw fractured inside of the implant. The implant had to be removed and another w implant was placed. Tooth location 14.

Manufacturer narrative:
One t3® parallel walled implant was returned for inspection. A visual inspection revealed that the internal drive feature contained the fractured piece of screw, which could not be removed. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i titanium abutment screws, it is recommended to torque at 20ncm. A singular cause for the complaint could not be determined.